Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation, a steerable guide catheter (sgc) would not hold the column when dilator was being advanced into the guide. Air bubbles were formed at the base of the fluid column and the box. Dilator was removed and a second attempt at deairing the guide was performed. Slow air bubbles were seen again at the junction of the fluid column and the box. Device was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.